Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo samples from the customer show inconsistent intravascular ECG readings. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
It was reported by the customer the ECG signal is too noisy and it can't be seen as it should be. 7/16/2025: it was reported there was no patient impact, the sensor was replaced with a demo to place the powerpicc. Patient is in a steady state, intervention completed.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.